Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 29-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer has discontinued product - customer has true result meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 06/27/2017. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result is 120mg/dl and expected non-fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history: result 1: lo date: 3/14/2022 time: 11:32am non-fasting; result 2: lo date: 3/14/2022 time: 11:19am fasting; result 3: lo date 3/14/2022: time: 6:59 am fasting; result 4: lo date: 3/14/2022 time: 6:05am fasting; result 5: lo date: 3/14/2022 time: 6:00am fasting.